Event description:
Complainant alleged that while attempting to monitor a 74-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated the clinician obtained another set of electrode pads to treat the patient, however, the same malfunction occurred. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. User medwatch received:

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs first showed that the device recognized the multifunction cable, the CPR adaptor and the CPR electrode pads were attached. However, it appears that the CPR adaptor and CPR electrodes were then removed as the log showed only the multifunction cable being attached. The customer had indicated that the electrodes were replaced. However, the logs showed that once there was a disconnection of the mutlifunction cable, the adaptor and the pads, the device was then only recognizing that the multifunction cable was attached with no subsequent recognition of the CPR adaptor or the electrode pads again. The log suggests that the multifunction cable disengaged from the adaptor and the end user was not aware. This report has been attributed to the disconnection of the CPR adaptor and electrode pads from the multifunction cable. Analysis of reports of this type has not identified an increase in trend.